Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00106. It was reported that one of the patient's leads had migrated after the patient experienced loss of effective therapy. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein the leads and anchors were explanted and replaced with a paddle lead. During the explant procedure, it was noted a swift lock anchor appeared to be unlocked. It is unknown which lead is related to the issue. Therefore, all leads are being reported.